Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (333 mg/dl). Customer initially called to inquire whether the pump site change reminder will stop insulin deliveries, then alleged that bg levels were negatively impacted. Tandem technical support advised customer that the reminder/ alert feature will not stop insulin delivery. Elevated bgs were treated by performing a correction bolus.